Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer entered a value of 65 grams of carbohydrates into the bolus menu at 11:13 am, and the pump calculated and delivered a bolus request of 24.34 units of insulin. The contact alleged that based on the customer's carbohydrate ratio settings (1unit :5 grams) during the time frame, the customer should have received a bolus request for 13 units of insulin. Reportedly, the customer did not enter a bg value onto the bolus screen, only a carbohydrates value (of 65 grams) had been entered. The customer's blood glucose (bg) level was reported to be 57 mg/dl, which was treated by consuming carbohydrates. Review of the pump data logbook by tandem's customer technical support (cts) showed that at 11:13 am on (B)(6) 2017, the bolus request had been entered as a food bolus for 65 grams of carbohydrates, and as a correction bolus for a bg level of 353 mg/dl. Per the calculations, the calculated bolus request of 24.34 units had been calculated correctly by the pump. Cts relayed the information to the contact, and the contact acknowledged. The customer's bg level of 353 mg/dl, was due to the food consumed at the time, and was addressed with a correction bolus via the pump.